Manufacturer narrative:
The account was asked by technician support to replace the mattress ticking, top foam, sheath liner and fire barrier. Repairs have not been completed.

Event description:
The account alleged that the mattress on this bed has fluid ingress.